Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. It was noted that the this was an out of box failure. There was no patient harm. The issues were noted before patient use.

Manufacturer narrative:
Correction: h10 (device manufacture date) .device history: review of the pcu module 15891297 service history record showed that the device was manufactured on 14may2020..

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. It was noted that the this was an out of box failure. There was no patient harm. The issues were noted before patient use.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. It was noted that the this was an out of box failure. There was no patient harm. The issues were noted before patient use.

Manufacturer narrative:
Additional information: h7, h9. The customer reported complaint that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed and replicated during functional testing. Physical inspection noted 12 out of the 12 returned keypads were observed to be in good condition with no obvious issues observed. During internal inspection, 9 out of 10 keypads were found with signs of fluid ingress near where the flex cable meets the circuit layer and the remaining keypad was observed in good condition with no obvious issues observed. Three (3) out of the 10 returned keypads passed the maintenance keypad test due to all soft keys functioning as intended. One (1) out of the 10 returned keypads failed the maintenance keypad test due to failing to power on the device. Six (6) out of the 10 returned keypads failed the maintenance keypad test due to powering on the device immediately after being plugged to the fixture which results in the system on key failing to power on the device after being turned off. The ac indicator light illuminated as expected for 10 out of 10 keypads but were observed with the issues mentioned above. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.